Event description:
A patient with mid rectal cancer who underwent preoperative chemoradiation therapy and presented for resection. In the or, the gia stapler was used to come across the bowel and the upper sigmoid at the sigmoid and left colon junction. The mesentery was taken down using the tissue fusion device. High ligation of the superior hemorrhoidal artery was then performed using a suture ligature of 0 vicryl with reinforcing 2-0 vicryl tie. The sympathetic nerves were located and a tme was then performed. Dissection was carried over the pelvic brim with the sympathetic nerves dissected away from the mesorectum. The tme was extended down laterally and anteriorly. Both layers of denonvilliers fascia were taken and the seminal vesicles were exposed. The lateral rectal stalks were taken down using the tissue fusion device with good results. Dissection was then carried down behind the prostate with about 4-5 cm margin beyond the tumor. The mesorectum was then taken down carefully using cautery and the tissue fusion device. A ta-45 stapler was then placed across the rectum using the green staple load; it was closed and fired. A clamp was placed proximally and then the bowel was divided. The specimen was removed with what appeared to be a 4 cm margin. The surgeon opted for a straight colon to rectal anastomosis. The 28-mm circular stapler was then placed at the end of the rectum. It was a small bit of the staple line to be removed to place the anvil. A 3-0 prolene was used to sew in the anvil. An end-to-end anastomosis was then created. The ileostomy was created on the right side. No intra-op complications were noted. The patient initially made slow progress, but on postoperative day (pod) 11 due to high ostomy output and continued nausea/hiccups with elevated white blood cell count, a CT of the abdomen and pelvis was performed, which demonstrated a large 6 x 9-cm fluid collection posterior to the surgical anastomosis, with free passage of a small amount of rectal contrast into the fluid collection. Antibiotics were started and a transgluteal drain was placed into the collection by interventional radiology, with immediate release of 75 ml of discolored, foul-smelling liquid. Cultures were sent, which ultimately grew multiple enteric bacteria. On pod 14, repeat CT scan demonstrated interim decrease in the size of the collection. The patient was discharged fifteen days after surgery, however the drainage persisted and the patient returned over seventy days later for a re-operation.health professional's impression: no obvious problems at the time of initial surgery, however, pt developed anastomotic leak requiring re-operation.manufacturer response for stapler, surgical, dst series, gia: inquired through sales rep to see if they are aware of other problems. Waiting feedback.